Manufacturer narrative:
A visual examination of the broken drill was performed under magnification. Brittle and ductile patterns can be seen on the fracture surface. The fracture occurred approximately 1 inch from the drill tip near the transition of flutes to the shaft.

Event description:
While drilling a hole in the bone in order to implant an orthopedic plate, the drill broke off and the broken drill tip was left implanted in the patient.